Event description:
The customer reported a bowl leak that occurred during a treatment procedure. Name and function of complainant: same as rptr. During 4th cycle (which was last cycle, customer rec'd a blood leak alarm. A few splashes of blood were visible in the centrifuge chamber. The customer aborted the treatment, no fluids returned to pt. Pt was already scheduled to receive blood transfusion in afternoon tody, so no extra compensation for blood loss planned. Pt not affected by issue. Customer stated that blood leak was between rotating seal and lower part of bowl. No other alarms during prime/treatment. The customer returned the data key for investigation.

Manufacturer narrative:
A review of lot file a733 was performed. There were no nonconformances associated with this lot. This lot met all release requirements. A review of complaints rec'd for lot a733 was performed. There were three other complaints of centrifuge bowl leaks reported to date for this lot. No trends were detected. This assessment is based on the info available at the time of the investigation. The data key was rec'd and analyzed. The kit was not returned. Based on the investigation for this complaint, no remedial action was taken. W/o the returned kit to examine, a positive assessment of root cause could not be made. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).